Manufacturer narrative:
Physician information provided by patient representative: implanting, diagnosing, and explanting physician - dr. (B)(6); department of breast and endocrine surgery, (B)(6). Consulting physician - dr. (B)(6); department of hematology, (B)(6) hospital. General practitioner - dr. (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma fluid"; lymphoma-alcl-suspected.

Event description:
Patient representative reported patient presented to the breast unit "complaining that the left breast had become larger than the [contralateral side]". Patient had a 175cc seroma drained from the left breast and sent to cytology, which showed "atypical cells with suspicion for bia-alcl". Histology for the left capsule tissue "confirmed bia-alcl t2 at most" and "repeat testing of the peri implant fluid was also consistent with bia-alcl". Pathological marker cd30+ has been received, pathological marker alk- has not been received. Device has been explanted with total enbloc capsulectomy.

Event description:
Patient representative reported patient presented to the breast unit "complaining that the left breast had become larger than the [contralateral side]". Patient had a 175cc seroma drained from the left breast and sent to cytology, which showed "atypical cells with suspicion for bia-alcl". Histology for the left capsule tissue "confirmed bia-alcl t2 at most" and "repeat testing of the peri implant fluid was also consistent with bia-alcl". Pathological marker cd30+ has been received, pathological marker alk- has not been received. Device has been explanted with total enbloc capsulectomy. It has been identified that this record, mrn 9617229-2025-03929, is a duplicate of mrn 9617229-2023-03116. Please see mrn 9617229-2023-03116 for reportable events.

Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2025-03929, is a duplicate of mrn 9617229-2023-03116. Please see mrn 9617229-2023-03116 for reportable events. This record was identified as a duplicate due to identical patient information and device serial number.